Event description:
It was reported to boston scientific corporation by a boston scientific representative that a jagtome rx sphincterotome was tested during a symposium. No patient or procedure was involved. According to the complainant, the device did not bow completely upon the first approximately ten attempts. Following these initial attempts, the device functioned properly. No visible damage was noted to the device. Based on the device analysis, which indicates that the working length was kinked, this is now considered a reportable event.

Manufacturer narrative:
The device component code 3038 relates to the device problem code 1339 for the evaluation findings of catheter kinked. A visual examination of the returned device found that the working length was kinked approximately 30cm from the distal end. A function evaluation found that the device met the minimum bowing specification and bowed in plane with and without a guidewire inserted through the tip of the device. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch number. The investigation was unable to confirm the complaint that the device did not bow completely.